Event description:
Attempt at post-stent ptca with 3.0mm x 13mm maxxum. Unable to move balloon after passing 3/4 way into left circumflex. Shaft ruptured. Able to trap shaft with trapper balloon and remove guide and balloon in one piece. No pt injury.